Event description:
Customer using aviva system reported a result of 49 mg/dl, self-treated with juice, less than 10 minutes retest was 85 mg/dl, self-treated with candy, less than 10 minutes retest was 74 mg/dl, self-treated with candy, retest in less than 10 minutes was 102 mg/dl. No adverse event reported. A request was made for the return of the system, replacement was sent.